Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was repositioned at a surgical intervention due to dislodgment and failure to capture. The patient spent the night after lead reposition. The rv lead remains in service. No additional adverse patient effects were reported.